Event description:
This is a solicited case report received from a consumer of unspecified age in united states on 29-oct-2014 who was involved in a active online listening, study number: (B)(4). Study description: essure® generic active online listening. Consumer stated that in 2007 she lost her second child at 8 months old. Her daughter died due to acid reflux and had a dry drowning. At the time she was pregnant (B)(6). She had essure inserted for birth control. Several years later she started experiencing pain on her left side. She went through emergency room doctors and she was told that it was all in her head, anxiety, and a few even told her it was grief pain. Finally she found a doctor who believed that she was indeed in a lot of pain and it was being caused from the coils, which led to the decision to have the hysterectomy. Patient was recovering from the surgery. The product technical complaint investigation and final assessment were received on 17-nov-2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, solicited case report; refers to a female subject who was involved in essure active online listening, study number: (B)(4). She had essure (fallopian tube occlusion insert) inserted and experienced pain on her left side. This event was considered serious as medically significant and it is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, it was reported that the subject had pain on her left side after essure insertion and was submitted to a hysterectomy. Considering the positive temporal relationship and in the lack of alternative explanation; a causal relationship between the reported event and essure therapy cannot be excluded and due to the required intervention this case was regarded as an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow up will be pursued since no contact information was provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs